Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. No moisture damage found inside the pump. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons was hard to press. Customer's blood glucose value was 200 mg/dl at the time of the incident. Customer states that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer stated all buttons feel like they have air bubble behind them. Customer states using the up arrow and down arrow allows them to navigate screens. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer stated the buttons was hard to press after replacing the battery. The device will be returned for analysis.